Event description:
It was reported that via merlin.net transmission showing non sustained lead noise due to post paced t wave oversensing. Patient was asymptomatic. Recommended programming changes were made with no further issues noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.